Event description:
The baxter homecare services customer services specialist (css) left a voice message for corporate product surveillance (cps) on (B)(6) 2012 to relay a report received on the same day from the home patient (hp) for one minicap from an unknown lot in which the sponge was detected when opening the package on an unknown date. The css relayed that the hp stated she did not use the product. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that when she opened the packaging for this minicap, the sponge was present in the packaging, but that it was loose within the packaging instead of being inside the minicap. She stated that it was off-white in color instead of brown with iodine. She did not look inside of the minicap to see if it was brown. She had discarded the minicap without using it. She provided the lot number. She did not know what date this occurred on, but that it was in (B)(6). Therapy since has been going well.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed because no samples were returned to baxter for analysis. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.